Manufacturer narrative:
(B)(6). Investigation summary: customer returned a photo of a 1cc syringe. Customer states that the syringe does not have the plunger and the stopper and plunger are damaged. The attached photo was examined and exhibited the syringe with a missing plunger rod. The plunger rod was not shown. A complaint history check was performed and this is the 1st related complaint for plunger missing, plunger damaged and stopper damaged on lot # 7275529. A review of the device history record was completed for batch# 7275529. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing plunger rod). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (stopper and plunger damaged). Root cause description: possible root causes: jam in the metro during assembly. Waste chute backed up causing the defective sample to be pushed through the line.

Event description:
It was reported that a bd¿ insulin syringe with detachable needle did not have a plunger. Customer also reported that stopper and plunger were damaged before use. Customer¿s verbatim: ¿the syringe does not has the plunger. The stopper and the plunger are damaged.¿